Event description:
It was reported that the surgeon was advancing a one piece collamer lens model cc4204bf and the lens became stuck in the cartridge. There was no patient contact.

Manufacturer narrative:
Evaluation codes: results: a visual inspection of the returned product shows the lens is stuck in the cartridge. There is no visible damage to the cartridge. There is clear surgical residue on the cartridge. It should be noted that the injector was not returned for evaluation. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the user in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.